Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic incisional hernia, the seal was not holding name. They noticed that they were losing pneumo when inserting the 5 mm grasped. It was holding pneumo when there was no instrument down the track. They opened another device to complete the course. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one no blade device. The visual inspection of the returned product noted that the cannula and envelope seal only were received. Functional testing is n/a. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.